Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged allergies, headaches, difficulty breathing and nasal/throat irritation or soreness.there is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Corrective and additional information was provided in h.6 section (in previous MDR, 'nasal/throat irritation' or 'allergies' were not coded).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headaches, difficulty breathing, nasal/throat irritation and soreness, and a thermal odor. There was no report of serious patient harm or injury. Using a known good power supply and power cable, pil verified the base unit provided airflow. Because of a complaint regarding a thermal odor, additional testing was performed. Pil used a pil supplied known good humidifier base and heated tubing for the testing. The water tank was filled with water for the testing. Pil ran therapy for 2.5 hours with the temperature was taken every 15 minutes. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: interior investigation: there is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. (B)(4) (v.01) for the procedure used to make this determination. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure (B)(4) (v.01). (B)(4) for photos and logs. Secondary findings: device reads: 0 errors, 0 blower and 0 therapy hours, suggesting that the device was reset prior to pil receipt. 8226.0 machine hours were logged. Care orchestrator data unavailable. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed in (B)(4) (v.01). The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination. Pil is unable to directly address the symptoms outlined in the complaint. Pil can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit.